Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The most probable cause of the reported issue could not be determined due to insufficient evidence. The product was not returned for analysis, preventing evaluation for potential device-related defects. Additionally, without examination of the device, the factors that may have contributed to the event remain unknown. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2026. It was reported that the clip did not detach from the end of the catheter after deployment. The technician deployed the clip, but even after adjusting and attempting to release it, the clip still would not detach. There were no patient complications reported as a result of this event.